Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported to fresenius customer service that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pd registered nurse, it was reported this patient was hospitalized (date of admission unknown) following a peritonitis diagnosis and for a pd catheter (not a fresenius product) removal. Laboratory specimens obtained and tested while hospitalized were not reported and results remain unknown. The patient¿s infection was attributed to their pet cat contaminating the patient line on the liberty cycler set during pd therapy. Additionally, it was reported that the patient pulls on their catheter whether or not they are connected to their cycler. The patient was treated for the peritonitis event with antibiotics; however, the medication(s), route(s), dosage(s) and frequency were not specified. The patient remained hospitalized and awaiting discharge to home. The patient plans to resume ccpd therapy, presumably on the same liberty select cycler when able to do so.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis during pd therapy as reported to by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent cultures were not reported, a reduction in symptoms in response to antibiotic therapy under hospital care provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported to fresenius customer service that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pd registered nurse, it was reported this patient was hospitalized (date of admission unknown) following a peritonitis diagnosis and for a pd catheter (not a fresenius product) removal. Laboratory specimens obtained and tested while hospitalized were not reported and results remain unknown. The patient¿s infection was attributed to their pet cat contaminating the patient line on the liberty cycler set during pd therapy. Additionally, it was reported that the patient pulls on their catheter whether or not they are connected to their cycler. The patient was treated for the peritonitis event with antibiotics; however, the medication(s), route(s), dosage(s) and frequency were not specified. The patient remained hospitalized and awaiting discharge to home. The patient plans to resume ccpd therapy, presumably on the same liberty select cycler when able to do so.